Event description:
The manufacturer received information from a customer that a trilogy ev300 ventilator failed the active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by a remote philips service engineer, the failure was confirmed. The service engineer states that the proportional vavle and 3-way solenoid valve need to be replaced to resolve the issue. A repair quote has been sent to the customer, and the repair service is in the process of being scheduled. No further investigation is required.